Event description:
It was reported by the clinician that an arrow central line kit spring wire guide separated when being removed from the pt. No further info is available.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.